Event description:
It was reported that the 9900 system locked up during a case. Also, the touch screen would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.